Event description:
The st. Jude medical representative reported that the unloaded battery voltage dropped from 3.2 to 1.8 in less than two months. The device was not excessively charging or pacing. Noise was observed on the stored electrograms, characteristic of a damaged high output circuit. The decision was made to explant the device and lead.